Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bilateral patientlitigation papers allege subsequent to surgeries, patient developed pain in his hip. It is also alleged he was tested and found to have elevated levels of cobalt and chromium. It is futher alleged he will eventually have to undergo revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege subsequent to surgeries, patient developed pain in his hip. It is also alleged he was tested and found to have elevated levels of cobalt and chromium. It is further alleged he will eventually have to undergo revision surgery. Patient is a resident of va. Update 2/10/2017: pfs and medical records received. After review of the medical records for MDR reportability, lab levels indicated metal ion levels below 7ppb. No revision date provided. There is no new information that would change the existing MDR decision.